Manufacturer narrative:
(B)(4). Date sent: 8/4/2021. Investigation summary: a photo along with the device and tyvek were returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a green cartridge inside its package, and the package could be observed opened at one corner, however, no damage could be noted through photo analysis. Also, could be seen one label attached to the package with lot u40316. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was returned, not sterile, with no apparent damaged. In addition, the tyvek was returned along with the instrument. Upon visual inspection of the tyvek, no damaged was noted to be on it. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Event could not be confirmed as no damaged was noted on the tyvek. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One photo received. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green cartridge inside its package, and the package could be observed opened at one corner, however, no damage could be noted through photo analysis. Also, could be seen one label attached to the package with lot u40316. Based on the photo the event described could not be confirmed as no detectable damage could be observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? According to the feedback of the sales representative, all the above answers are unknown. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Did the damage of the primary packaging compromise the sterility of the device?

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.